Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva tpn bag was leaking at the moment of delivery. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a cut fill port. Functional testing was performed and identified a leak form the spike port cap at the base of the spike port. The reported condition was verified. The cause of the condition was related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.